Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the severely calcified artery. A guidezilla guide extension catheter was selected for use. During withdrawal, it was noted that guidezilla was fractured at the collar inside the guiding catheter. The procedure was completed with this device. There were no complications reported and the patient's condition was stable post procedure.

Event description:
It was reported that the guidezilla was fractured. The target lesion was located in the severely calcified artery. A guidezilla guide extension catheter was selected for use. During withdrawal, it was noted that guidezilla was fractured at the collar inside the guiding catheter. The procedure was completed with this device. There were no complications reported and the patient's condition was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. There are multiple kinks along the hypotube. There are flat spots on the distal shaft 2.9cm, 12.2cm, and 13cm from the tip. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.